Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm morphology at the time of implant was reported to be two aneurysms in series, first a 4.8 cm diameter aneurysm, which narrowed distally to 19 mm, followed distally by a second smaller aneurysm of unk diameter. There was mild proximal aortic neck angulation, and the distal aorta was severely narrowed at 12 mm in diameter, without calcification or thrombus. It was reported that approximately one month post stent graft implant, the CT showed that the right limb had occluded down to 4 mm and that the left limb had occluded down to about 7 mm. The cause of the limb occlusion was due to the severely narrowed distal aorta. To resolve the occlusions, the physician ballooned the distal aorta and inserted 2 balloon expandable stents into the distal aorta to equalize flow. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(Secondary intervention required).